Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review will be performed. The device was not returned, therefore the investigation is inconclusive as no objective evidence has been provided. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model nnu6lpt drainage catheter allegedly experienced defective components. This information was received from one source. The malfunction involved one patient with no patient consequences. The weight of the (B)(6) year old female patient was not provided.